Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). No erroneous results were reported outside of the laboratory. The customer also mentioned that they received calibration alarms for several tests and controls were outside of range. The sample initially resulted as 4.9 mg/dl and repeated as 9.4 mg/dl. The customer did not know which result was correct. The patient was not adversely affected. The ca reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that a nozzle dispense was misadjusted, causing overflow of the reaction cells and the aspiration nozzle to drip back into the cells. He adjusted the nozzle dispense to proper levels and realigned rinse mechanism tubing to prevent pinching. He performed mechanism checks and observed the rinse mechanism for one hour. No further overflow or dripping was observed. He ran precision studies and results were within guidelines. The customer ran calibration and controls with all results within the customer's specifications. Investigations determined that the issue was resolved by the service actions.